Event description:
Event description ¿ device failure on (B)(6) 2024, I underwent a total left hip replacement using a stryker trident ii tritanium clusterhole acetabular shell (702-04-48d, lot 23670251a) at (B)(6) hospital in (B)(6). Although I was expected to be discharged the same day, I remained hospitalized for four days due to uncontrolled postoperative pain requiring fentanyl. From the time of surgery onward, I consistently reported deep postoperative pain to my implanting surgeon, dr. (B)(6). Despite follow-up care, the pain persisted and worsened. In (B)(6) 2025, I was diagnosed with "tendonitis" and referred for injections, which provided no improvement. By (B)(6) 2025, I became unable to bear weight on the left leg. On (B)(6) 2025, I presented to the (B)(6) emergency department with severe pain and inability to ambulate. I was treated with fentanyl and discharged with instructions to follow up with my surgeon. At the next appointment the pa documented chronic pain since surgery and ordered a CT scan. The CT scan showed an incomplete healing left ischial tuberosity fracture anteriorly. I required another ER visit on (B)(6) 2025 for uncontrolled pain, receiving multiple doses of fentanyl and droperidol. Second opinion & diagnostic findings: due to lack of improvement, I sought a second orthopedic opinion. I consulted dr. (B)(6) on (B)(6) 2025. He ordered a 3-phase bone scan and detailed MRI, which demonstrated: ¿ loosening of the acetabular cup ¿ mechanical failure of the implanted shell ¿ failure of the component to remain stable revision surgery was recommended. I was referred to dr. (B)(6), md, (B)(6), who confirmed loosening and mechanical failure. I underwent revision total hip arthroplasty on (B)(6) 2025 at (B)(6) hospital in (B)(6). All explanted components are stored by the hospital for evaluation if needed. I am submitting this medwatch report to document a suspected device malfunction involving this implanted acetabular shell, which resulted in significant pain, disability, and required revision surgery. Submitted by: (B)(6).

Event description:
Additional information received on 6/16/26 for report#: mw5185322. Supplemental report to MDR key: (B)(4)/ report no: 0002249697-2026-00377. This supplemental report is filed by patient (B)(6) to formally integrate definitive surgical pathology records, update initial patient report mw5185322, and correct factually inaccurate data fields submitted by the manufacturer and correct factually inaccurate data fields submitted by the manufacturer, stryker orthopaedics, on 05/06/2026. Device availability & chain of custody verification: the manufacturer incorrectly marked 'was device available for evaluation? No'. The explanted stryker trident ii tritanium clusterhole acetabular shell hardware was securely held under smc surgical pathology report case number: (B)(4) (authorizing provider: (B)(6), md; pathologist: (B)(6)) at (B)(6) pathology department for evaluation from 11/05/2025 until its legal release to the patient on (B)(6) 2026. On (B)(6) 2026, the device was legally released into the physical possession of patient (B)(6), where it remains completely intact, unaltered, uncleaned, and preserved in a secure chain of custody for federal or independent engineering evaluation. Official pathological diagnosis and coding: the manufacturer completely omitted the primary mechanism of failure. Case report (B)(4) establishes a final diagnosis of 'surgical implant, removal: metallic surgical implants' driven by the following objective clinical metrics: ICD-10 code t84.031a (mechanical loosening of internal left hip prosthetic joint, initial encounter), ICD-10 code t84.011a (failure of left total hip arthroplasty, initial encounter), and ICD-10 codes m25.552 / g89.29 (chronic left hip pain). The revision surgeon explicitly diagnosed both pre-operative and post-operative mechanical loosening of the acetabular cup shell. Device problem misclassification & clinical code omission: the manufacturer completely omitted the primary mechanism of failure--mechanical loosening of the implant not related to bone-ingrowth (code 4002)--and misclassified the event solely under code 1260 (fracture). Furthermore, the manufacturer systematically omitted three out of the four severe clinical health effects originally filed in the patient's voluntary report (mw5185322 (MDR key: (B)(4)). While the patient documented pain (1994), impaired healing (2378), ambulation difficulties (2544), and muscle/tendon damage (4532), as this is also stated in her medical records. The manufacturer erased everything except "pain" in their corporate filing. The patient requests that the FDA reviewer hold the manufacturer accountable and force a data correction to accurately reflect the full scope of tissue, muscle, and bone damage caused by this product failure. Hardware stamp verification: gross description of the physical assets held in custody verifies the exact laser-etched markings on the failed components. The patient explicitly corrects minor typographical transcription errors in the hospital pathology narrative which mistakenly wrote "33mm-0" and "702-04-abd", as the physical device laser stamps explicitly read: * acetabular shell: labeled "stryker, 48 mm d, us patent (B)(4)" * femoral head: labeled "24--9015586, v40, 32mm-0" conclusion and formal request for action: the patient notes and emphasizes the manufacturer's internal admission within their narrative text that "there has been similar event(s) for the lot referenced (lot 23670251a)". I will supply the FDA reviewer any documents needed as well as images now that they are available. I formally request a review and correction of the manufacturer MDR -- stryker manufacturer report number: 0002249697-2026-00377 (MDR key: (B)(4)) due to data omissions and factual inaccuracies.